Manufacturer narrative:
The location of this lead is unknown. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure, this lead could not be implanted due to an unknown product performance issue. The lead was removed anad replaced prior to pocket closure. No adverse patient effects were reported.